Manufacturer narrative:
Spatz fgia inc. Has received enough evidence to complete the investigation and requested not to return the actual device. The analysis presented a hyperinflated device with visible biofilm. A review of the device labelling notes the following: spontaneous hyperinflation is the enlargement of the balloon with extra air that can occur spontaneously. This can lead to symptoms such as pain, nausea, vomiting, dehydration, ulceration, perforation, and could require a down adjustment or removal of the balloon.

Event description:
The patient contacted the clinic reporting severe pain and persistent vomiting. An endoscopy was performed, during which observed the presence of fungi and hyperinflation of the spatz3 intragastric balloon. At that time, the balloon was removed and replaced with a new spatz3 device.